Event description:
Ous MDR - after an implant period of approximately 86 months, it was reported, that the device could not be interrogated. The physician decided to replace the device.

Event description:
Ous MDR - after an implant period of approximately 86 months, it was reported that the device could not be interrogated. The physician decided to replace the device.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation, the programming device prompted a warning message indicating an invalid memory content. Therefore, the pacemaker's memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2017, as a result of the detection of invalid memory content. While in this safety program, the pacemaker is able to deliver anti-bradycardia therapies. Upon interrogation, a device status error message appears to notify the user. During subsequent analysis, a manual correction of the invalid memory content was performed, after which the device was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition a long term stress test under different temperature environments was performed. The memory content remained valid. In conclusion, the clinical observation resulted from an invalid memory content. After a manual correction of the invalid memory content the device was operating as specified. The therapy functionality of the device was not compromised while implanted and in service.